Event description:
(B)(4). Procedure was covered by insurance. After the device was implanted almost immediately I began to gain weight. There is constant abdominal pain mostly in the pelvic region, pain that spreads down to my upper thighs, back pains, heavy menstruals, bleeding between menstruals, painful intercourse, bleeding during and after intercourse, headaches, body aches, tender abdominal, anxiety, and depression.